Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned in two separate pieces; the core was separated at the proximal and distal end of the hypotube. The hypotube was not returned. There was a kink in the core 1 cm proximal to the hypotube separation. The tip coils were pushed distally from the center solder for a length of 1.5 mm. There was a kink in the shaping ribbon 1 cm proximal to the tipball. The core and shaping ribbon were intact. The hypotube is not designed to be radiopaque, however, will typically show up under fluoroscopy because it is made out of metal (nickel titanium). Based on the available information, the hypotube most likely was caught inside the wire lumen of the cutting balloon catheter. Guide wire separation at the hypotube typically occurs when the core is subjected to bending force loads beyond the wire's design limits causing it to detach. Sem (scanning electron microscopy) analysis of the wire's fracture faces was performed and indicated that the failures may be due to force overload at a bend, which may have contributed to the separation. Additionally, a kink was noted 1 cm proximal to the proximal core separation which is consistent with bending forces applied to the wire. In this case, a definite cause of the bending force load could not be determined, however, patient anatomy, repeated interaction with other products (pronto thrombectomy catheter and cutting balloon catheter), and/or wire manipulation in challenging anatomy may have all contributed. The pronto and/or cutting balloon catheter were not returned, which may have aided in evaluation. Manufacturing performs a non destructive tip pull test at the hypotube junction on each guide wire. Quality control performs on-line reliability testing to verify product quality. A review of the lot history record was performed and indicates that this lot met all the manufacturing requirements. There were no other incidents reported with this part and lot combination, and there were no non-conforming material records associated with this lot. A definitive cause of the bending force load and subsequent wire separation could not be determined; however, it may be related to case circumstances. There is no indication of a product quality deficiency. Analysis also noted a kink in the shaping ribbon 1 cm proximal to the tipball which is consistent with the tip shaping practices. Analysis noted a slight stretch in the coils distal to the center solder which may have occurred as a result of use in the vein graft or from interaction with catheters. No damage to the guide wire was reported prior to use or during prep indicating that these damages may have been related to case circumstances. These damages do not appear to have caused or contributed to the reported separation, and there is no indication of a product quality deficiency.

Event description:
Device issue: guide wire separation. Time of device issue: during the procedure. Adverse event: hypotube location unknown. It was reported that during a thrombectomy in a vein graft of the superficial femoral artery (sfa), the bmw guide wire was advanced through a sheath using the contralateral approach and positioned without resistance. A pronto thrombectomy device was advanced over the guide wire for thrombectomy and was removed without resistance. A non-abbott cutting balloon was advanced over the bmw without resistance and two balloon inflations were performed. When the cutting balloon was removed, the physician noticed that a piece of the guide wire was sticking out of the end of the cutting balloon and the bmw had separated in two pieces "possibly at the weld". The entire guide wire was removed from the cutting balloon. A scan of the leg was performed after the procedure and the physician did not note "anything out of the ordinary." Reportedly, there was no adverse patient effect. No additional event or patient information is available. Evaluation of the returned device found the hypotube was missing. The customer was contacted to determine the location of the hypotube, however, the account stated that "the entire wire came out of the cutting balloon after the separation was discovered, and a scan of the leg after the procedure did not reveal anything 'out of the ordinary'." The location of the missing hypotube is unknown.